Manufacturer narrative:
(B)(4).

Event description:
It was reported had a refill yesterday and it took 25 minutes for the refill. It was painful due to the healthcare professional (hcp) pushing and prodding around the pump area. It was stated "the pump was moving in the pocket" and they thought the needle bent. The hcp expressed concerns for refilling the pump if the patient got much bigger and that they may need to talk with a surgeon because of the difficulty in refilling the pump. While the patient was in the hospital, she heard a "popping sound" so they did an x-ray of her system and everything looked fine. It was noted the patient had a pain patch. The pump was used to infuse dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).